Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing got detached and the infusion set tubing came apart at left and right abdomen which occurred on (B)(6) 2025. It was also reported that the infusion set tubing got detached from quick release site. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007124, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007124 was manufactured according to the work instruction (wi) version 79 and manufactured in the machine multivac 12 on 14/may/2024, with a total of (B)(4) units. Assembly lot: the lot 4e02074 was assembled according to wi version 27 on-line inspection for assembly of quick set on 12/may/2024, with a total of (B)(4) units. The lot 4e02075 was assembled according to wi version 27 on-line inspection for assembly of quick set on 13/may/2024, with a total of (B)(4) units. The lot 4e02150 was assembled according to wi version 27 on-line inspection for assembly of quick set on 13/may/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4e02010 was manufactured according to the wi version 41 and manufactured in the machine mp04, mp08 on 11/may/2024, with a total of (B)(4) units. The lot 4d05758 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08 on 09/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.